Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code:4613-hm-anterior capsular rupture : anterior capsular rupture section h6: health effect- impact code 4631-pt-removal and replacement : procedural complications section h6: health effect- impact code 4625-pt-unplanned vitrectomy : surgical intervention section h6- health effect- impact code 4644- pt-medical intervention : interventional procedure section h6: health effect- clinical code 4581-hs-incision enlarged : procedural complications attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded multifocal intraocular lens (iol), model drn00v, into the patient¿s right eye, the haptics were stuck together, causing the lens to flip and resulting in a tear of the anterior capsule. The patient became very upset following the event. The surgeon subsequently cut the implant for removal and implanted the backup lens during the same procedure. An anterior vitrectomy was also required as part of the additional surgical maneuvers. The procedure was successfully completed using a non¿johnson & johnson replacement lens. Reportedly patient experienced huge anterior capsule tear. Additional interventions included an anterior vitrectomy, incision enlargement, and placement of a suture. Medication outside the standard of care (miochol) was administered. The current patient outcome is unknown, as the reporter has not spoken with the surgeon since the incident occurred. The complaint device was discarded. No additional information was provided.